Event description:
The manufacturer received information alleging a test step had failed on the device. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center, contamination on the flow sensor was observed. The device's flow sensor was replaced to address the issue. After replacing the part, a final and run-in tests were performed, along with the battery and valve checks. The device was operational and cleaned.

Manufacturer narrative:
The manufacturer received information alleging a test step had failed on the device. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center, contamination on the flow sensor was observed. The device's flow sensor was replaced to address the issue. After replacing the part, a final and run-in tests were performed, along with the battery and valve checks. The device was operational and cleaned. The machine flow sensor was returned to the product investigation laboratory (pil) for further evaluation. Product investigation lab (pil) is able to confirm the complaint of the trilogy evo machine flow sensor. Visual inspection found contamination. Pil ran the device in and no unexpected errors were generated. Pil performed post test on the pil trilogy evo multifunction test station and the device failed the flow verification tests. Pil concludes that the device failed due to contamination. Box: h has been updated to reflect the investigation findings. Additionally, the product UDI in box: d was updated to current reporting standard.